Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Labs taken on (B)(6) 2012 indicate slightly elevated chromium (0.6 ng/ml) ion levels; cobalt is within normal limits. The patient's 1-year functional evaluation indicates no pain and relatively normal function. The patient is due for a 2-year follow-up visit in (B)(6) 2013.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding slightly elevated chromium (0.6 ng/ml) ion levels involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported slightly elevated chromium (0.6 ng/ml) ion levels is considered to be under the scope of this recall.

Event description:
Labs taken on (B)(6) 2012 indicate slightly elevated chromium (0.6 ng/ml) ion levels; cobalt is within normal limits. The patients 1-year functional evaluation indicates no pain and relatively normal function. The patient is due for a 2-year follow-up visit in (B)(6) 2013.